Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14283 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions sets fell off events on (B)(6) 2024. The set was in use for 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.